Manufacturer narrative:
Film evaluation results are: a review of CT¿s 7 years post-implant confirmed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned in the sac ~7cm below the renals. The max diameter aaa measured 6.5cm and there was a proximal type I endoleak. The proximal neck flow lumen diameter just below the lowest left renal artery measured ~28 x 29mm, and the infrarenal neck was angulated 90 deg a-p; relative to the distal aorta and iliac limbs. The bifurcate proximal od measured 28mm in the sac and the bifurcate had kinked over itself 90 deg at the flow divider. The bifurcate ipsi limb and extension were positioned within the distal portion of the left common iliac artery, and the contra limb was placed down into the distal portion of the right common iliac. The limbs appeared well sealed within the iliacs, both limbs were patent, and no occlusion was seen distal to the limbs bilaterally. No other stent graft issues were observed. The exact cause of the stent graft migration, leading to the proximal type I endoleak, could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It is possible that disease progression, with proximal neck dilation and angulation, may have contributed to the migration. Films during and post-intervention with another manufacturer¿s device and endoanchors were not provided.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT, approximately seven years and two months post index procedure, revealed that the stent graft has migrated distally with a proximal type I endoleak. The patient was treated by relining the old stent graft with another manufacturer's device. In addition, aptus endoanchors were used and the endoleak was resolved. Per the physician, the cause of the endoleak and the migration is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.